Manufacturer narrative:
(B)(4): product was not returned for evaluation. (B)(4).

Event description:
It was reported the handpiece was overheating. There is no report of patient impact.

Manufacturer narrative:
The returned device would not run, therefore we could not confirm or deny the allegation of the handpiece overheating. The device was unrepairable, due to bent pins in the motor/ housing assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.